Event description:
It was reported by the account, that while the surgeon was using the stryker sabo saw to perform a revision open heart surgery, there was a laceration to the internal mammary artery and one of the patient's ventricles. It was also reported that the surgeon was able to repair the laceration and complete the revision and placed the patient on bypass. The patient was not able to be removed from bypass and died as a result.

Manufacturer narrative:
On 06/02/10, 06/09/10, and 06/14/10, the manufacturer requested the device from the account, and as of the date of this report, the device has not been returned. According to the information by the risk manager at the account, there is no indication that the device malfunctioned. This report will be updated when the device is returned and a manufacture's investigation is completed.